Event description:
It was reported that the automatic atrial capture management (acm) feature within the patient's device had not been automatically measuring thresholds. The device was reprogrammed to reset the feature. The device is still in use. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.